Event description:
Report received per the annual device report. To have experienced "severe withdrawal". Patient reported flu-like symptoms and physician did not recognize symptoms as drug withdrawal. No report of hospitalization with the event. Patient now maintaining patient control on low dose of methdone and is likely to have an explant soon.